Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024. Additional suspect medical device components involved in the event: model number/catalog number: sc-2138-50, serial number: (B)(6), batch/lot number: a08088, model/catalog description: phase iii linear lead - 50cm. Unique identifier (UDI): this product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Number/catalog number: sc-2138-50, serial number: (B)(6), batch/lot number: a02181, model/catalog description: phase iii linear lead - 50cm. Unique identifier (UDI): this product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report model number/catalog number: sc-2138-50, serial number: (B)(6), batch/lot number: 114246, model/catalog description: phase iii linear lead - 50cm. Unique identifier (UDI): this product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing overstimulation. Inadequate pain relief was also noted. The patient underwent a spinal cord stimulator (scs) system explant procedure.